Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On an unknown date in (B)(6), the patient visited the hospital and the physician observed a failing valve. On (B)(6) 2018, redo aortic valve replacement and mitral valve replacement was completed. The 19mm trifecta valve was explanted and a 21mm trifecta gt was implanted in the aortic position. The explanted valve was noted to have pannus on the valve. Concomitantly, a 27mm epic valve was implanted in the mitral position. Upon bypass termination, tee observed a directional jet from the mitral valve. Due to the presence of surgical related edema, the 27mm epic valve was exchanged for a 25mm epic valve and tee showed good results. The patient is discharged.

Manufacturer narrative:
Updated description with additional information was requested, but not provided by the physician or hospital. The reported event of pannus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19 mm trifecta valve was implanted. On an unknown date in june, the patient visited the hospital and the physician observed a failing valve. On 19 september 2018, a returned patient device registration form was received at abbott that indicated a ¿device (epic valve) was implanted, then explanted and replaced with a different size.¿ multiple efforts were made to obtain information and the information made available to abbott was on 30 august 2018, redo aortic valve replacement and initial mitral valve replacement was completed. The 19 mm trifecta valve was explanted and a 21 mm trifecta gt was implanted in the aortic position. The explanted 19 mm aortic valve was noted to have pannus on the valve. Concomitantly, a 27 mm epic valve was implanted in the mitral position. Upon bypass termination, tee observed a directional jet from the mitral valve. Due to the presence of surgical related edema, the 27 mm epic valve was exchanged for a 25 mm epic valve and tee showed good results. The patient is discharged.